Event description:
Boston scientific received information that a boston scientific field representative reported that a competitor's field representative reported that during the extraction of this type of lead, the lead broke. There was no further information reported or available to boston scientific. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.